Event description:
Information was received indicating that the cadd ms3 pump was not able to be used due to not having a battery in it. It was reported that the internal battery lost charge and all programming was lost. Additional information was also reported regarding the fact that the patient's condition of pulmonary arterial hypertension. Shortness of breath and pulmonary hypertension worsened when a down titration schedule was being followed. The plan was for the patient to gradually decrease the dose of remodulin with future transition to oral therapy. However, the symptoms reported were more shortness of breath and low oxygen. There was also a report of a possible site infection. The patient's md is being made aware and additional information.